Event description:
A report was received that a patient had undergone a revision procedure to replace the ipg. The patient had previously undergone radio frequency, which had short circuited the ipg. The patient was implanted with a new ipg and is reportedly doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn for analysis as it was kept by the medical facility.